Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2002, patient underwent a ventral hernia repair. Patient's hernia was repaired with a small oval bard composix kugel patch. On (B)(6) 2007, patient underwent surgical repair of a recurrent incisional hernia with explantation of the composix kugel mesh. The surgeon found the ring was broken and that the mesh had constricted in the middle like an hourglass with extensive hernia all around the mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.